Event description:
The customer stated she was hospitalized for diabetic ketoacidosis and blood glucose levels over 500 mg/dl. Troubleshooting was performed and the insulin pump programming was correct. The customer declined to troubleshoot the insulin pump further.

Manufacturer narrative:
Currently, it is unknown whether or not the device have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge